Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock non sustain ventricular episode due to noise signals. Technical services (ts) was consulted and explained noise looked like electromagnetic interference (emi). The device remains in service. No adverse patient effects were reported.